Event description:
The facility reports a pump that over infused on channels a, b and c. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information was available.

Manufacturer narrative:
Evaluation summary: the reported condition of the over infusion on channels a, b and c was confirmed during product evaluation. Inspection of the device found that the over infusion on channel a was caused b debris found in the pump head mechanism channel. This pump head mechanism channel was cleaned. Inspection of the device also found that the over infusion on channel b and c was caused cracked epoxy in the pump head mechanisms. The epoxy was reapplied on the pump head mechanisms band c.